Event description:
The customer reported a leak in the reservoir past the first o-ring. The leak occurred on the day of the call, while the customer was filling the reservoir. There was no leaked fluid in the insulin pump. There were no air bubbles in the reservoir. The blood glucose at the time of the call was 338 mg/dl which was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.